Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they reseat power management board clean battery internal terminals replace both batteries (d146-00-0097). Issue resolved the unit was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) had a battery power issue. There was no patient involved.